Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek inrange meter serial number (B)(4). The result from the meter was 7 inr and the result from a laboratory using neoplastin stago ci+ reagent was 4.63 inr. There was no allegation of an adverse event. The therapeutic range was 3 -4.5 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.